Event description:
I get extremely ill in the morning like I have the flu and then I'm fine by the afternoon. This happens approx 6-8 times a year. My blood pressure was sky high when I tried to obtain medication for headaches that accompany these times so they wouldn't prescribe medication. (My bp was 176/111) I have strange pigmentation of the skin on my neck and I have not been able to take a deep breath for years. My balance is really bad when walking and I get dizzy sometimes when I'm sitting down. I also have early signs of macular degeneration. I am awaiting a surgery dates to have my breast implants taken out which I believed may be responsible for many of my issues. I have had pain in my neck, back and hand at many different times over the last few years as well that I believe are caused by capsular contracture or leakage. I will be taking a stress test and pulmonary test this week. I already had a nerve test 3 years ago. I am a patient of the mayo and have a mayo clinic pcp. FDA safety report ID# (B)(4).